Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior, wear abrasion and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Regulatory agency reported a rupture of the left device discovered by ultrasound or MRI. The device has been removed.

Event description:
Regulatory agency reported, a rupture of the left device. Discovered by ultrasound or MRI. The device has been removed.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Regulatory agency reported a rupture of the left device discovered by ultrasound or MRI. The device has been removed.